Manufacturer narrative:
E1: patient city: (B)(6). Patient country: poland.

Event description:
Unomedical reference number (B)(4). Event occurred in poland. It was reported that patient faced infusion set fell off event on (B)(6) 2024. No further information available.